Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. Exact cgm and bg values were not provided, however reporter stated that there were differences of 100-120 points. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the complaint was undetermined. The probable cause could not be determined.